Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: olif(oblique lumbar interbody fusion) levels implanted: l3-l4 it was reported that intra-op, the shaver broke into two parts when the doctor was turning the shaver to distract. The product came in contact with the patient. No fragments remained in the patient. No patient complications reported as the result of the event.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~45mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Optical examination of the fracture surface analysis reveals surface circular material displacement, consistent with torsional overload, with plastic deformation both above and below the fracture. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.